Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 523 mg/dl with no reported symptoms related to a pump power issue. The patient reported that the pump was not working; the patient stated that the pump would lose power and require a rewind, load, and prime. The patient reported that the issue was occurring about twice per day. The patient reported that the power issue last occurred in the morning and was off for a long time resulting in blood glucose levels elevating to 523 mg/dl. The patient confirmed that there was no damage to battery cap but the battery cap had not been changed. The patient confirmed that there was no damage to the battery compartment and there was no evidence of moisture inside the pump. The patient reported securing the battery to the pump but the pump had no power. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation of a pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.